Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, non-defib lead, implant date: (B)(6) 2005; 5076-45, non-defib lead, implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient stated that they had a "defective" pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.